Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported that the site reminder does not activate at the correct time. Customers blood glucose (bg) level ranged form 335-352 mg/dl with ketones. High bg was addressed by taking manual injection. Tandem technical support walked customer through saving a specific time for the site change reminder.

Manufacturer narrative:
Additionally, tandem technical support reviewed pump data, and reported that in pump settings, the site change reminder is set to 3 days with no specific time of day set, which is why there was a variation in the site change reminder declaration times. Cts walked customer through saving a specific time and confirmed that it was set. (B)(4).

Event description:
Additionally, tandem technical support reviewed pump data, and reported that in pump settings, the site change reminder is set to 3 days with no specific time of day set, which is why there was a variation in the site change reminder declaration times. Cts walked customer through saving a specific time and confirmed that it was set.